Manufacturer narrative:
As reported, the patient developed complications post implantation of undefined hernia mesh. Specific patient symptoms were not reported. The information obtained at this time is limited as no additional information has been provided upon request. Based on the information available, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (21-nov-2023) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, patient developed complications post implantation of undefined hernia mesh.